Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two yrs. Ref MDR 9611343-2011-00001.

Event description:
It was reported that images on the exam room live monitor were flickering intermittently during x-ray exposures. This issue resulted in a degraded image quality that can prevent completion of an exam. No pt injury or death reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.